Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set with twist cap "fell off" (disconnected). This occurred while in use on a patient for peritoneal dialysis therapy. There was no report of patient injury associated with this event, however, the patient was prescribed prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
Additional information: b5, h6. Additional information: f10/h6. F10/h6: device codes: add 1250. B5: upon clarification, it was reported that the minicap extended life pd transfer set with twist clamp ¿fell off¿ from the titanium adapter which resulted in a leak. This occurred between peritoneal dialysis (pd) treatments. It was further described as ¿noticed the disconnection and found a leak in the pd exit site¿. The titanium adapter remained in use. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.